Event description:
It was reported to aesculap inc. That a disp. Sciss. Shaft metzenbaum d:5mm/310mm (part # po888) was used during a colectomy, sigmoid, laparoscopic procedure on (B)(6) 2025. According to the complaint description, multiple inserts were stiff and difficult to open/manipulate. The type of procedure was a laparoscopic sigmoid colectomy. There was a 20-minute delay while converting to an open laparotomy procedure. 2916714-2025-00043 aic reference (B)(4), 2916714-2025-00044 aic reference (B)(4), aic reference (B)(4), 2916714-2025-00046 aic reference (B)(4), 2916714-2025-00047 aic reference (B)(4), 2916714-2025-00048 aic reference (B)(4), 2916714-2025-00049 aic reference (B)(4), 2916714-2025-00050 aic reference (B)(4).

Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d4 device information updated. D9 device returned to manufacturer. F9 approximate age of device. Investigation results: functional testing was performed with the result that the two cutting blades are blocked and the ball detent of the pulling rod is bent for the handle, therefore assembly with the handle is not possible. The reported damage of the product could be confirmed. The root cause is not comprehensible. The device history records have been checked for all leading device lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern.